Event description:
The doctor tried to insert two endobrow screws. The first one broke off and the head of the screw flew across the room. The second screw broke off too in a same way. Doctor finished the case with the alternate device. There was no injury to the patient.